Manufacturer narrative:
Device evaluation and investigation findings: upon receipt the device contained clear gel. No foreign material was observed within the device and gel was observed on the shell surface. During examination a rent and a crease were observed on the anterior aspect, the rent measuring approximately 1.6 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. Potential cause: the complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 6886710 and no non-conformances related to the reported complaint condition were identified. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: according with the information reported the patient experienced a rupture in the breast implant. During examination a rent and a crease were observed on the anterior aspect, the rent measuring approximately 1.6 cm. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies observed. Rupture complaint was confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implant and while doctor was performing a capsulorraphy (remove and replace same implant), the left breast implant was found to be ruptured. Hence, allergan brand was used as a replacement on (B)(6) 2019 for the left side. The right side was presented with scar deformity, which was surgically repaired using the same implant on (B)(6) 2019. This report is for the patient¿s left-sided device. This report contains supplemental information for mentor psr reference number (B)(4).